Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that no abnormalities were noted during functional testing. No abnormalities were noted during functional testing. The handle had 233 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. It was reported that power handle graphic error message. The reported issue could not be established. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the powered handle displayed a power handle graphic error message. The sales representative attempted to reboot the handle, but this did not resolve the issue. There was no patient involved. Pli10 medtronic's initial evaluation of the incident device found that an analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.